Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The alarm had allegedly emitted three times in the past thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box data revealed evidence of a cs 064 and cs 078 call service alarm. There was evidence of moisture observed to the battery compartment and battery cap. The pump was opened and an intermittent condition to the motor circuit due to an opened motor connector latch was observed. The investigation could not be completed due to a recurring replace battery alarm (cs 128) when the pump was powered on.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.